Event description:
A trilogy 202 ventilator was returned to a third-party service center for the complaint of an error code being present on the device. There was no patient involvement, and no harm or injury reported. On device evaluation, a ventilator inoperative code e-252 was noted in the error log indicating a communication failure; the host central processing unit (cpu) is unable to communicate with the digital signal processor (dsp). This issue would require replacement of the system/cpu printed circuit board assembly (pca). An additional ventilator service required error code e-344 was noted in the error log indicating a failure of the oxygen blending module (obm) for which the blending module pca would require replacement. An additional ventilator service required error code e-349 was noted in the error log indicating communication between the host and the obm was lost and this issue may impact therapy. Replacement of the obm pca and/or interface pca would be required to address this issue. During testing, the device was run for more than 2 hours during run-in testing, and no issues were observed. The issues represented by the error codes noted in the device error log did not occur during evaluation and testing. Based on the error codes recorded, the parts indicated for replacement in the service manual were communicated to the customer, and a repair quotation was provided. However, the customer stated that since the device is currently working properly, they did not wish to proceed with any additional repairs and requested the device to be returned in its current state.